Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not work with the fiber optic sensor. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Type of investigation not yet determined: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
N/a

Manufacturer narrative:
Corrected data: (name).

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical &impact).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) would not work with the fiber optic sensor. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The device works normally in ECG mode, but does not print in fiberoptic mode. The faulty fiber optic card of the device was replaced with a new one, but the device continued to give errors in the tests and measurements, and no value could be seen. A different measurement was made regarding the fiber optic problem of the device, and it was found to pass when the fiberoptic sensor test was performed. Measurements of the device were made, the values were checked with the service manual, and it was determined that the values were within the required ranges, of the device. General checks were carried out and the device was delivered to the user in working condition.